Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the system experienced some instability during the first days of usage. It was determined that the user should continue using the system and calibrating as normal while monitoring performance. Customer care made multiple attempts to contact the user and provide the escalation response, but the user was unresponsive. As such, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported inaccuracy in sensor readings.no injury or medical intervention was reported.customer care made multiple attempts to contact the user and provide the escalation response, but the user was unresponsive.